Manufacturer narrative:
(B)(4) - failure to follow steps/instructions. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. It was reported the sds was advanced to the lesion prior to noticing the stent was not on the balloon. It should be noted the instructions for use (IFU) states: prior to using the multi-link 8, multi-link 8 sv, or multi-link 8 ll coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. A review of the lot history record revealed no associated non-conformances that would have caused or contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that using a right femoral artery access approach during a procedure of the mildly calcified, mildly tortuous, de novo, mid left anterior descending artery (lad), the 3.5 x 23 mm multilink 8 stent delivery system (sds) was not inspected prior to use and was advanced in the anatomy to the lesion. When the balloon was inflated, it was noted that no stent was mounted on the balloon. It was not clear where the stent had dislodged/disappeared, but it was not located in the anatomy. A second stent was successfully deployed without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.